Manufacturer narrative:
Findings: unit was unable to prime during prime test due to protruded/loose drive support disk. Unit had a scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and prime/fill anomaly. The blood glucose at the time of the incident was 148 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.